Event description:
Distributor reported multiple cartridge alarms when inserting cartridges, experiencing the same anomaly with various cartridges. There was no reported impact to the customer¿s blood glucose level. No further information was available.